Event description:
It was reported the patient could not go above 1v. It was noted the stimulation would ¿hit so hard¿ that their legs would go out from under them. It was reported the patient would get random ¿high volt¿ stimulation and go away, but other times it would ¿stick.¿ it was noted the stimulation would return to normal it they moved a certain way. It was reported that the impedances seemed normal.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).